Event description:
During the evaluation, broken occluder feet were discovered. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: during the evaluation, a reportable event, broken occluder feet, was discovered. There has been corrective and preventative action taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.